Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable device deteriorated as the number of usages increased. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had pump head and water transmission malfunction, it is with artificial water injection to assist normal completion. The issue occurred during a diagnostic procedure and was completed using the video system center and the same set of equipment. No other devices were replaced. There were no reports of patient harm.

Event description:
It was reported, the flushing pump had pump head and water transmission malfunction, it is with artificial water injection to assist normal completion. The issue occurred during a diagnostic procedure and was completed using the video system center and the same set of equipment. No other devices were replaced. There were no reports of patient harm.

Manufacturer narrative:
E1 (customer facility/hospital name) (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.